Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found no manufacturing issues that would have caused or contributed to the reported event.

Event description:
It was reported that the adjustable anchor broke while attempting to fasten the anchor.